Event description:
It was reported by service report that a patient was burned by the unit. Further information on the event was not reported.

Event description:
It was reported by service report that a patient was burned by the unit. Further information on the event was not reported.

Manufacturer narrative:
The alleged overheating was unable to be confirmed as the product evaluation of the device found no defects with the product. However, a review of the product manual and based on the findings of the evaluation, it was identified that a possible cause for the complaint and the associated reported injury of skin damage may have been from inadequate skin checks on the patients skin to help prevent adverse skin damages.